Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer attempted to change the battery but the screen was still blank. Customer was calling back after receiving a new battery cap. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was monitored for several days for blank display, no blank display was noted. The insulin pump was received with normal operating currents, no damage found on the lcd isolation tape noted and no unexpected off no power, failed battery test or bad battery alarm noted. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.